Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level in the 50s mg/dl. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Customer consumed carbohydrates to address bg level. Tandem technical support (cts) performed a system check and determined that the pump functioned as intended and the cause of the low bg was unknown. Customer acknowledged that the pump was functioning as intended and continued to use pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified, due to damaged usb pins. The information will be used for tracking and trending purposes.